Manufacturer narrative:
Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose ranged from 126-127 mg/dl. The customer reverted to an alternate pump for insulin therapy.